Event description:
Customer reported receiving an errc 4 message when a test strip was inserted in their freestyle flash meter. Customer stated although the meter was set to the correct unit of measure, it can be changed. The meter is exhibiting signs of the memory overwrite malfunction. Customer also reported experiencing symptoms of sleepiness and tiredness, "shaky, sweaty" and confusion. Customer went to a health care clinic where she was diagnosed with diabetic ketoacidosis. Customer stated the doctor increase her insulin dosage in order to counteract her symptoms.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.